Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the customer is ordering the patient 2 circuit pump motor and will self-repair the device. The most likely root cause of the reported error is a mechanical or electric/electronic defect of the patient pump 2. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was giving an error code associated to a patient pump while rinsing the water tanks during routine disinfection. There was no patient involvement.